Event description:
Patient with bilateral malignant pleural effusions. The nurse attempted to connect the 1000ml drainage kit to the catheter and it failed to suction. A second attempt time with product from the same lot and also failed to suction. The nurse then connected a 500ml drainage kit that did function correctly.